Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor stated that the text was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: the text on the display screen was dim and discolored. The contrast was increased to the maximum with little improvement observed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).